Manufacturer narrative:
Device is a combination product. A ,promus element plus,mr,ous 2.75x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The proximal end of the stent was damaged and stretched proximally. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube kink at the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 2,75nnx 22mm, eccentric target lesion with a bend of >=90 degrees was located in the moderately tortuous and moderately calcified diagonal branch. Following predilatation, a 2.75x24mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.